Manufacturer narrative:
Corrected information : section a1 . Patient ID.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the retroperitoneal bleeding is unknown. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices) may have contributed to the retroperitoneal bleeding observed post tavr procedure and the subsequent blood transfusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6) and through the (B)(4) tavi registry, a 23mm sapien 3 valve was deployed in the aortic position by the transfemoral approach. On the same day of the tavr procedure, retroperitoneal bleeding was observed. A blood transfusion of 4 units (800ml total) was executed for the retroperitoneal hemorrhage. The retroperitoneal bleeding was improved, and hemostasis was naturally completed. The valve remains in the patient. At the time of the report, the patient was in stable condition.